Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not received a blood glucose alert as expected. During troubleshooting with tandem technical support, it was found that the alert was not enunciated due to loss of connections occurring. No additional patient or event information was available.